Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the x-ray pc could not start up normally. Troubleshooting determined that the x-ray pc software had failed. The fse reloaded the x-ray pc software. After the x-ray pc software was reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the whole system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.